Event description:
Customer reported that their pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.